Manufacturer narrative:
Product complaint # (B)(4). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Investigation summary: the device was received at the service center and evaluated. The complaint can be confirmed. The defect reported by the customer of the functional: does not function has been verified and repaired. On inspecting the device, further deficiencies were found to be impairing device function. The service report revealed the following deficiencies and repairs performed. Resistance value out of specs ¿ hand control set replaced, and short circuit in the motor cable ¿ motor cable replaced. One possible root cause could be water ingress over time and use, however we cannot determine a definitive root cause for the reported problem. No ncrs were generated during production. Manufacturing record evaluation showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. No further investigation is required. At this point in time, no corrective action is required, and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. UDI: (B)(4).

Event description:
It was reported by the affiliate via mail that the micro tornado hp w handcontrol do not attach the blade. This issue was found pre-operatively. The customer states that they have no further information.